Event description:
It was reported that the catheter was inserted into the pt's fistula. Prior to rotation, the fragmentation basket separated. They indicated there were no complications that produced separation of the basket and it seemed to "just fall off", as a result, the basket was retrieved and removed from the pt and a new catheter was opened and used successfully. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. Additional info received on (B)(6) 2012 states the basket was removed from the pt's fistula with the use of a snare. No additional info is available.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.